Manufacturer narrative:
Additional information: e1 (telephone number): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the device was noted with a damaged cleaning brush in the biopsy channel. This event did not occur during a procedure, there was no patient involvement, and there was no allegation of harm/adverse event associated with this report.

Manufacturer narrative:
Updated fields: d8, h2, h4, h6 & h11. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor the field performance of this device.

Event description:
No additional information received by customer.